Event description:
It was reported that the customer has been having high and low blood glucose level. Customer's blood glucose level was 500 mg/dl. Troubleshooting was not performed declined by the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.